Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the display was nonfunctional and the device was constantly alarming. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found both tamper seals broken. Bottom case screw post was broken and a crack by the l-bracket and the right plunger case. There was evidence of the error recorded in event history log. The reported problem was not duplicated; the investigation could not duplicate the blank screen with constant alarm. No damage was found with the display, it was operating as intended; and test battery operated as intended in the pump. No fault was found; however, the investigation reported that the most probable root cause of the problem was that the customer depleted the battery, causing the screen to go blank with the constant alarm. For corrective/preventative action the battery was replaced and charged. Per the investigation, the probable cause was suggested to be user interface, however no fault was found with the device during the investigation. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 4000.